Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that patient (pt) was being picked up for transport to another facility (stable) sinus rhythm rate 80-100, "extremely elevated t waves." Paramedic stated they have pt switched over from the datascope (ds) to their autocat 2 wave pump. All connections are intact with a good ECG and arterial pressure (ap) waveform present. He stated that autopilot is occasionally double pumping on the t waves. He wants to be able to use the ECG trigger so that he has at least two available sources for transport. They have an hour long "cross water flight". The clinical support specialist (css) explained to paramedic that the quick option is to use ap trigger. He couldn't fax a strip so based on his description, the pump is identifying the t wave (the portion on the ECG complex created by the repolarization of the ventricles, this is electrical diastole) as a trigger (sometimes instead of the qrs (the portion of the ECG complex created by depolarization of the ventricles, this is electrical systole). Css walked him through ECG troubleshooting, lead placement and selection, gain, etc. He stated he had already tried these options with no improvement. Css explained that we could change to operator mode so that we change triggers and lead selection manually. Paramedic was not comfortable doing that. He told me he was going to continue to try to get a better ECG, he did not want to transport without one. Perfusion was coming to assist. At 1300 I called back and spoke to another medic who stated perfusion had come to assist and could not improve the ECG so they had transported pt on the original pump.